Event description:
The account alleged the side rail will not latch. No injury reported.

Manufacturer narrative:
The account replaced the d-pin and the side rail latch but the issue remains. The account found they need the side rail latch pin and placed an order for the side rail latch pin to resolve the issue.